Event description:
This is filed to report the gripper actuation issue. It was reported that the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was successfully implanted. An xt clip was then advanced in the patient in order to further reduce mr. While grasping the leaflets it was noticed that one gripper did not lower. Troubleshooting was performed but the gripper still did not lower. The device was removed from the patient and exchanged. The procedure was complete with two implanted clips and the final mr reduced to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and a cause for the single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.